Manufacturer narrative:
The analysis results for the el5ml instrument confirmed that it was returned non-functional. The instrument was cycled and no clip was fed upon the first three firing sequences, on the fourth cycle the clips were released and the advancer was noted to be broken; subsequent firings caused clips with gap due to short fed issues. However, no conclusion could be reached as to what may have caused the reported firing issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a robotic proctrectomy procedure, the device was not firing the clip. They got a new one to complete the procedure. There was no patient consequence. One device will be returned.